Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Approximately 6 months prior to boston scientific corporation, a patient experienced swelling in the penis and scrotal area. The patient was given antibiotics and the swelling subsided 24 to 48 hours later. The patient condition was reported to have fully recovered and there was no delay in his treatment. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.